Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was hiking and started vomiting. Upon arrival at her hiking destination, she performed a bg which was 400s mg/dl; however, the cgm displayed 200s mg/dl. When she returned from hiking, emergency medical services (ems) was called. The patient¿s bg per ems was 545 mg/dl and the patient was transported to the hospital where she was diagnosed with diabetic ketoacidosis (dka), and treated with IV saline. The patient replaced the sensor while in the emergency department (ed) then left the ed later that day after signing out against medical advice (ama). At the time of report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is avaialable.